Event description:
Territory business manager and patient's father contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. The territory business manager, nor the patient's father, reported any injuries or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).